Event description:
The infusion pump overdelivered. It was described that channel two was programmed at 20 ml/hr. At one point the pump was alerting, vtbi=0, indicating that the infusion had completed. The clinician reportedly programmed an add'l 10 ml to infuse, as the volume to be infused amount. It was reported that ten minutes later the pump was again alerting vtbi=0. It was commented that the add'l programmed amount should have infused for 30 minutes. No pt injury was reported.